Event description:
It was reported that catheter was inserted into right radial artery. Good blood flow was noted and spring wire guide was advanced w/o difficulty. Once wire was removed, there was no blood flow. Clinician pulled catheter back approx 1cm and blood flow was obtained. Catheter was advanced back to hub and blood flow stopped again. Catheter was removed and approx. 15 - 20mm of tip was missing. Ultrasounds and x-rays were used to find missing piece in wrist. Retained piece and damaged vessel were removed surgically. Per follow-up conversation w/ reporter, it is believed that as clinician removed & advanced catheter the second time, catheter may have come into contact with needle bevel and been sheared. At time of follow-up conversation, pt had suffered a stroke [whether relevant to event is unk].